Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that when customer was hospitalized for shingles, insulin pump was removed. Caller requested assistance with programming insulin pump as customer wanted to reconnect to pump. Customer connected to pump and believed the date may have been incorrect. Customer also received a no delivery alarm. Customer's blood glucose was 300 mg/dl at the time of event and 484 mg/dl at the time of call. Customer was able to resolve no delivery with a complete set change. Customer was assisted with changing the time and date. Products would be replaced.